Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During revision surgery, the physician confirmed the presence of a fluid leak within the system, and the suspected cause of the fluid loss was attributed to the age of the device. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, recurrent incontinence and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of recurrent incontinence is a known risk associated with this device type and indicated as such in the instructions for use.